Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found fluid ingression. The battery contacts showed signs of contamination and the main board and display showed signs of contamination. It was also noted that the encoders must be replaced. As a result the device was scrapped. (B)(4).

Event description:
It was reported that upon power-up, the bottom screen went black and the device became unusable. To power off the device the batteries had to be removed. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.